Manufacturer narrative:
No lot code or sample was provided by the customer. No further eval or root cause analysis can be conducted at this time. No root cause could be determined. Additional info was requested via phone on 12/09/2010, 12/10/2010 and 01/04/2011; via mail on 12/10/2010. (B)(4).

Event description:
An optometrist reported seeing pts with corneal infiltrates following the use of this product and silicone hydrogel contact lenses. On (B)(4) 2010, additional info was received from the optometrist stating over the past year he has had approximately 25 pts who experienced diffuse sub-epithelial infiltrates, red eyes, irritation, and keratoconjunctivitis. He stated he switched the pts to either different contact lenses or a different contact lens solution and treated with a steroid and artificial tears. He noted with treatment all the pts symptoms have resolved.